Event description:
Agency name: (B)(6) when did it occur? : before use hypodermic needle injury: no other treatment: no were the returned items used? : no returned quantity:1 details of the event (timeline, history, etc. ): a foreign object was found in one injector. The lot and other details are unknown since it was stored out of the box in a container. The defective item is currently stored at the hospital and will be directly collected on march 28. Batch # unknown.

Manufacturer narrative:
Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the investigation, no CAPA/sa is required at this time.